Event description:
In 1999, pt rec'd a dura-guard dural repair patch to cover a glaucoma drainage tube inserted during the surgery to treat glaucoma (off-label use). On 01/03/222, the pt presented with conjunctival retraction with failure to adhere to the dura-guard patch, experiencing discomfort. Patch was explanted in 2000 and replaced with preserved human pericardium (explant not available).